Manufacturer narrative:
The reported event helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was overtorqued consistent with procedural damage. Visual and x-ray examination of the helix mechanism did not find any anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to the helix clogged with blood/tissue and the overtorqued inner coil. Electrical testing of the lead found an internal short between the inner coil and outer coil conductor paths due to the overtorqued inner coil in the connector region.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the helix mechanism of the right ventricular lead was not functioning properly. The lead was not used and replaced during the procedure. The patient was in stable condition.